Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was superficial and visible due to the patient's small body size. As a result, surgical intervention was undertaken wherein the entire system was explanted.